Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was using a 35mm drill bit to drill in the acetabular cup. The bit broke off and the drill guide was stuck on the drill bit that was left. Surgical delay of 10 minutes.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The fluted part of the drill bit broke. All pieces were retrieved.